Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that almost 3 months after the dental implant was installed in patient¿s mouth, it was verified its non-osseointegration. No further information was provided.